Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery. A 24 x 3.50mm promus premier stent advanced to the lesion however, the stent was snagged by the 145 guidezilla guide extension catheter and the stent came off the stent delivery system balloon inside the guide extension catheter. The promus premier stent became stuck inside the guide extension catheter. No patient complications were reported.